Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that during a follow up routine appointment they got error code 1021 and system error 0x5fdae406. Patient was programmed on a neurosense program with high settings and normally recharges frequently. Conditions on how they got these codes were unknown. Device logs were not available. No cause was found. Action taken was the error had been cleared. It was unknown if the event resolved.

Event description:
Additional information as received. Hcp info confirmed. From the session report, technical services (ts) cannot see any indication related to the 1021 error code, and regarding the mdt data we¿re unfortunately unable to read it. It could be useful for us to get more information if you could send the json file for this session report, given that it includes some information on battery voltages and the overvoltage flag (instructions were given to obtain the json information). Considering the above, it could be recommended to keep monitoring the patient to see if the error appears in future recharging sessions. It is unknown if the patient was able to recharge successfully, and the error was not seen when interrogating with the clinician programmer. For your reference, in these cases it's important to consider that if in subsequent recharge sessions this error is still present, then there could be a problem with the device that can¿t be fixed and explant should be considered. Additionally, as mentioned during our initial call, having access to the device logs would be very helpful to identify which battery check may have triggered the error code. If you¿re able to obtain these logs, please share them with us. In case the patient experienced further issues with recharging, and you¿d like a more in-depth analysis, ts can also send the logs (if available) and mdt data to our us team for further review. Regarding the mdt data, you are correct, it is possible to open and read the mdt file.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the patient was able to successfully recharge. It was noted that they were getting adequate therapy and that no further information was received. It was unknown if the issue was resolved and no cause was identified.